Manufacturer narrative:
The field service rep (fsr) was unable to duplicate problem reported on roller pump. The roller to roller and casting run out tolerances are within manufacturers specifications. The device was released for clinical use. If additional info becomes available in this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist was informed by a student that the roller pump was not occluding properly. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.